Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer tested the doors using hardware test application diagnostics and verified functionality with the customer with no issues detected. The system functioned as intended after the field service engineer verfied the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door repeatedly failed and could be recovered but failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.